Event description:
It was reported that the patient's personal diabetes manager (pdm) failed to power on. Initial troubleshooting by the healthcare provider (hcp) included instructing the patient to perform a power cycle twice, which was unsuccessful. A hard reset was attempted but executed incorrectly - the patient held the power button with the volume down button instead of the correct volume up combination, resulting in no resolution. As a result, the patient experienced hyperglycemia (blood glucose level unknown) and required medical attention. Insulin injections were administered to manage blood glucose levels. The patient was discharged the same day. The patient had access to a backup pdm, which helped restore normal diabetes management after the incident.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.